Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. And no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there was no insulation breach or fracture in vivo was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds, intermittent capture at high output and intermittent non-physiologic oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.